Event description:
The lead was explanted due to lead sensing anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure.